Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the fluid leak and the low vacuum high errors. The fse replaced I-beam tubing in pinch valve pv 37, and adjusted the low vacuum to 6.000, resolving the leak and the vacuum errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported finding an uncontained leak of less than 1 ml of blue fluid on the right side of the coulter lh 500 hematology analyzer while troubleshooting a low vacuum error message. There was no biohazard exposure and no contact to open wounds or mucous membranes. The customer was wearing gloves, lab coat and face/eye protection at the time the leak was found. There was neither death, injury nor change to patient treatment; patient results were not impacted.